Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to seek medical attention with diabetic ketoacidosis (dka). The patient also mentioned that the were diagnosed with covid and pneumonia. The patient was treated with an insulin drip. The patient was released the three days later. The pod was not worn due to a communication issue.